Manufacturer narrative:
The technician tightened the set screws on the brake casters to tighten the brakes and resolve the issue.

Event description:
The technician alleged the brakes would not hold at the head and foot end of the bed. No pt impact.